Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer reported that they did troubleshooting and found out that the main control pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator shows vent inop/inoperable, motor fault, circuit disconnected, low pip/peak inspiratory pressure and low ve/minute ventilation alarm continually. The reporter confirmed that there is no patient involvement associated on this event.